Event description:
The customer reported that their unicel dxc 600 pro synchron system leaked fluid (four milliliters total) on the cuvette cover in the well under the reagent probe a. The operator wore a lab coat, gloves, and eye protection while operating the instrument. ·there were no injuries reported and no erroneous results generated.

Manufacturer narrative:
·A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the reagent probe a collar wash valve to resolve the issue. (B)(6).